Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2017 with the following findings: the pump's black box showed several unexplained pump reboot events on (B)(6)2017. The battery compartment was found to be cracked. The pump powered on to a blank display screen. The display screen was found to be cracked. A test display was inserted into the pump and was fully illuminated. There was no damage found to the power printed circuit board.